Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past year, where values were now out of range as high as 149 ohms. It was noted that the pace/sense impedance was stable, and there was no noise on the shock channel in recent episode. The last shock was delivered during implant 9 years ago. Technical services discussed considering performing a synch max energy shock to test the ability to charge and deliver. The device system remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead was explanted and replaced due the gradual rise in shock lead impedances to greater than 180 ohms. No adverse patient effects were reported.